Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic with an implantable cardiac defibrillator that was over-sensing post paced t-waves. The patient was stable and will be monitored remotely. Further information was requested but not received.